Manufacturer narrative:
The device was not returned for evaluation. The lot # is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "do not use for more than 29 consecutive days. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations; not for use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings: do not use if package is opened or damaged; follow the instructions for use for the type and volume of fluids to be used for inflation, flushing, and irrigation. Never use hot liquids; do not over inflate retention cuff; use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity; rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use of the device is recommended if evident; abdominal distention that occurs while using the device should be investigated; excessive prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in temporary or permanent clinical sphincter dysfunction, or catheter expulsion; this is a single use device. Reuse and/or repackaging may create a risk of patient or user infection, compromise to the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient; do not sterilize. This device is provided non-sterile and is intended to be used non-sterile. Sterilization may compromise the structural integrity, essential material and/or design characteristics and may lead to an unpredictable loss of functionality and/or device failure." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.+

Event description:
It was reported that the patient allegedly had a pressure sore.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "contraindications: do not use for more than 29 consecutive days. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Not for use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings: do not use if package is opened or damaged. Follow the instructions for use for the type and volume of fluids to be used for inflation, flushing, and irrigation. Never use hot liquids. Do not over inflate retention cuff. Use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use of the device is recommended if evident. Abdominal distention that occurs while using the device should be investigated. Excessive prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in temporary or permanent clinical sphincter dysfunction, or catheter expulsion. This is a single use device. Reuse and/or repackaging may create a risk of patient or user infection, compromise to the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Do not sterilize. This device is provided non-sterile and is intended to be used non-sterile. Sterilization may compromise the structural integrity, essential material and/or design characteristics and may lead to an unpredictable loss of functionality and/or device failure." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly had a pressure sore.